Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results code used for the catheter.

Event description:
It was reported that the patient experienced an acute return of spasticity three weeks prior to the report. The hcp attempted to assess catheter patency; was unable to aspirate from the side port. It was determined that the catheter was occluded. The pump and catheter were replaced. The pump contained compounded baclofen.